Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from the lot. All available information was investigated, and the reported device damaged by another (caused damage) appears to be a result of procedural circumstances. Additionally, the reported poor image resolution issue was associated with the imaging being challenging. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The 1st implanted mitraclip referenced is filed under a separate medwatch report.

Event description:
This is filed to report the interaction with the first clip. It was reported that on (B)(6) 2017, the patient underwent a mitraclip procedure, treating mixed mitral regurgitation (mr) of grade 4. One clip (70525u106) was implanted without issue. The second clip (70613u132) was advanced to the mitral valve and interacted with the first implanted clip, but was successfully implanted. The first clip detached from the posterior leaflet and the mr returned to grade 4. A third clip was implanted to stabilize the detached clip and reduce the mr to grade 2. One day post procedure, the mr grade was less than 1. No additional information was provided.